Event description:
It was reported that the programmer could not interrogate the device. The caller was unable to remove the radio frequency (rf) head to try another head. The caller will try to obtain another rf head, and if that does not work, the programmer will be returned for repair. The status of the programmer is unknown. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.